Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient had pain and a ¿hot feeling.¿ the patient turned stimulation off. It was reported that the patient had a cosmetic procedure 3 months ago. This was clarified to be liposuction and fat transfer. The battery over the left buttock and the incisions for the liposuction procedure were in the back near where the leads would be. The patient did not know if there were any changed in the pocket for the implantable neurostimulator (ins). The patient felt like stimulation was on even when it was turned off. The patient had kept the ins off since the procedure but continued to keep it charged. The patient was experiencing a hot sensation in their legs, feet, and back. The patient claimed that when stimulation was on that feeling intensified. It was reported that these issues were a sudden change since (B)(6) 2016. Additional information from the manufacturer representative reported that on (B)(6) 2016 when the amplitude of the patient¿s stimulation was turned down to zero while the stimulation was off using the patient programmer the patient stated that they felt a lot better. It was unknown if the hot sensation had resolved after the appointment on (B)(6) 2016 when the patient stated that they felt better.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.